Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and replaced due to high out-of-range pace impedances greater than 2000 ohms. No additional adverse patient effects were reported.